Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut down unexpected and does not charge. There was no reported impact to customer's blood glucose level. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified; however, based on the analysis, the alleged shutdown unexpected issue could not be verified.